Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed a hardware error. There was no report of injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The device was charged and will boot. Global receiver functional tests were performed and passed. The data log was reviewed and errors related to the customer complaint were observed. The receiver was opened for an internal visual inspection and passed. The battery voltage was measured and fell within the specification. The reported event of a hardware error was confirmed. A root cause could not be determined.